Manufacturer narrative:
Other relevant device(s) are: product ID: 7495-51, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep)regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that patient had the left battery replaced in (B)(6) 2018, and it felt like it was infected. The rep checked with the surgeon who said they did not think so no antibiotics were given, it was just fluid. There was swelling and redness. The patient will follow up with the doctor on (B)(6) 2019. The issue was not resolved at the time of the report. No further patient complications were reported/anticipated as a result of this event additional information was received from the rep indicating there was a removal of the battery and extension on (B)(6) 2019. They will look at a revising surgery in 10-12 weeks. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating the battery and extension were removed and left behind at the hospital.